Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The physician tried to puncture the mass but the sheath was broken and tore at the edge part(about 5cm apart from the luer lock). And 3 same lot number of needles were happened same. Finally he withdrew our needle and used boston acquire needle and case finished successfully. Did any section of the device remain inside the patient body? No. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedure(s)? No. Were there any adverse effects on the patient due to this occurrence? No. Did the product cause or contribute to the adverse effect(s)? No. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). Pancreas if the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. Please describe the size of the intended target site. 2cm. F not with the device in question, how was the procedure performed and/or finished? The physician used another needle. Was the device used in a tortuous position? No. Are images of the device or procedure available? No. Was the device damaged in packaging before removal? Nurse already checked. Was the device damaged on removal from packaging? No. Was force required to remove the device? No. For complaints occurring during use (once in contact with endoscope) also ask: what is the endoscope manufacturer and model number that was used? Olympus , gf-uct-180. Was the scope recently serviced / repaired? No. Was resistance felt while inserting the device through the scope? No. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? Was the syringe used during the procedure, after the stylet was removed? No. Was difficulty experienced while retracting the needle? No. Was it possible to fully retract before removing the needle from the patient? Yes. Was gaining access to the target site difficult? No. Was the endoscope in a flexed or twisted position at any time during the procedure? No. Was puncture of the target site difficult? No. Was the stylet partially removed when advancing into the target site? No. How many samples were obtained with this needle? 1 sample were obtained in 1st session. Did any section of the device detach inside the patient? No. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? N/a. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No. Was there difficulty in attaching or detaching the device of the leur lock to the scope? Yes, it was. Both were difficult. If the device is a procore, is the kink located distally at the notch / core trap? No.

Event description:
A supplemental report is being submitted due to completion of the lab evaluation on 16-jan-2023.

Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 15-oct-2023.

Manufacturer narrative:
PMA/510(k) # k210476 device evaluation: 2 units of lot c1970265 of echo-hd-3-20-c were returned to cirl opened in their original packaging. With the information provided, a physical examination and document based investigation was conducted. The devices involved in the complaint were evaluated in the laboratory on 16 jan 2023. (B)(4). Visual inspection: distal end of needle examined and no issue observed. Needle removed from device and kink below sheath extender observed. Slight fraying of sheath where proximal kink was but no tear or perforation observed. Leur lock examined and observed to be off-centre. Functional inspection: sheath extender able to retract fully but unable to pass kink below sheath extender. Needle able to advance and retract with slight difficulty. (B)(4). Visual inspection: distal end of needle examined and no issue observed. Needle removed from device and slight kink below sheath extender observed. Slight fraying of sheath where proximal kink was but no tear or perforation observed. Leur lock examined and observed to be off-centre. Functional inspection: sheath extender able to retract and advance with slight difficulty. Needle able to advance and retract with little difficulty. Manufacturing records: prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for echo-hd-3-20-c device of lot number c1970265 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: a review of the manufacturing records for the echo-hd-3-20-c device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1970265. Instructions for use and label: the notes section of the instructions for use (ifu0077), which accompanies this device instructs the user to inspect the device prior to use : "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" . There is no evidence to suggest that the customer did not follow the instructions for use. (Ifu0077) image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the leur lock/mlla possibly getting damaged on attempting to attach the device to the scope which contributed to the leur lock going off-centre due to excessive force applied by the user. This excessive force would have led to the cascading effect of the proximal needle kink and fraying of the sheath that was observed. Confirmation of complaint:the complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: according to the customer, the sheath was broken and tore at the edge part(about 5cm apart from the luer lock) confirmed quantity of 2 devices, confirmed used. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a possible root cause could be attributed to the leur lock/mlla possibly getting damaged on attempting to attach the device to the scope which contributed to the leur lock going off-centre due to excessive force applied by the user. This excessive force would have led to the cascading effect of the proximal needle kink and fraying of the sheath that was observed.